Event description:
It was reported that a patient underwent an to abdominal whipple procedure for pancreatic neuroendocrine tumor on (B)(6) 2025 and absorbable hemostat was used. It was reported by the healthcare professional that, a serious adverse event (sae) adverse event of special interest report received on 23-jan-2026 from an investigator, regarding a patient who was enrolled in corza study cm-ts01: phase iii study to compare the efficacy and safety of tachosil and surgicel original as an adjunct to control mild to moderate soft tissue bleeding during surgery, and experienced sepsis, hyponatremia, ascites, exocrine pancreatic insufficiency, chylous ascites, e coli urinary tract infection and post-operative abdominal pain, after being treated with surgicel original (oxidized regenerated cellulose) due to mild bleeding at the station 8 lymph node (soft tissue). The outcome of the event, ascites was reported as recovered on (B)(6) 2026. Th outcome of the event, sepsis and e coli urinary tract infection were reported as recovered/resolved on (b)(025. The outcome of the events hyponatremia and exocrine pancreatic insufficiency were reported as recovered/resolved on (B)(6) 2026.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any reported patient or user harm? Yes. Did the patient/user require any medical or surgical intervention as a result of the event? No. Did the patient/user require extended hospitalization as a result of the event? Yes. What is the patient¿s/user¿s status/outcome following the event? The outcome of the events chylous ascites and post-operative abdominal pain were reported as not recovered/not resolved. The outcome of the event, ascites was reported as recovered on (B)(6) 2026. Th outcome of the event, sepsis and e coli urinary tract infection were reported as recovered/resolved on (B)(6) 2025. The outcome of the events hyponatremia and exocrine pancreatic insufficiency were reported as recovered/resolved on (B)(6) 2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.